Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 10 miu/ml hcg cutoff serum control; all results were hcg (B)(6) at read time and met qc specification. No false (B)(6) were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined due to insufficiency patient health information provided by customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of false (B)(6) hcg results. Customer reports fn on 1 patient hcg serum sample, 1 cassette, with fisher-sure-vue hcg stat srm/urine (50t). Patient was "possibly (B)(6) days pregnant". A serum sample was collected on (B)(6) 2016 at 4:48 pm and tested (B)(6). Patient's lmp reported to be (B)(6) 2016. The patient went to her gyn who performed an ultrasound on (B)(6) 2016. Ultrasound confirmed pregnancy. No reported adverse patient sequela.